Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection of the right common carotid artery (cca) was identified upon insertion of the arterial sheath.the physician inadvertently advanced sheath without wire or dilator in place causing a posterior wall dissection. The physician elected to place a secondary stent to cover the dissection. It was reported that the patient is stable and the procedure was completed successfully.